Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter testing in setting mode issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 5.30pm. It is unknown how the patient manages their diabetes. It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The patient claims she developed symptoms of ¿anxious, shaky and dizzy¿ on (B)(6) 2015 at 5.30pm. The patient alleged self-treatment of food and/or drink on (B)(6) 2015 at 6.30pm. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. The cca walked through a retest with the patient and the issue was resolved. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.